Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump was not adjusting insulin correctly. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Tandem technical support educated caller that control iq predicts glucose values 30 minutes ahead, based on cgm readings, and will adjust insulin delivery accordingly. The customer acknowledged and continued using the pump for insulin therapy.